Manufacturer narrative:
Primary margron hip replacement done in 2003. Very active pt pre and post operatively; thigh pain was reported as being worse during high levels of activity, exercising. Pt remained very active, even against advice of his surgeon, post operatively. X-rays indicates prosthesis inserted in varus (not inserted perfectly), leading to current thigh pain caused by tip impingment of the stem. Not device related; stem inserted incorrectly during primary procedure due to surgeon error, with the resulting pain being accentuated by the raised levels of activity by the patient. The event is being reported following a reassessment by portland orthopaedics. The reassessment was conducted after a trend regarding early revision rates with the margron device was observed by the international orthopaedic association in its 2007 registry report. This observed trend and portland's initial analyses were previously reported to FDA in MDR no. 9613642-2008-00001. As a precautionary measure, portland has taken the margron dtc system off the market in the u.s. Pending further evaluation of the device and events, except for cases in which margron-specific tools or components are necessary to perform revision of a margron implant.

Event description:
Revision surgery performed on primary margron hip replacement due to patient symptoms of thigh pain. Need for revision apparently due to surgeon error, and possibly the high activity level of the pt.